Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum iq pump was not fully functional. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'would have keypad which is not fully functional' was confirmed . A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the 1st row 3rd column soft key is not functional. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.